Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. No product information has been provided to date.

Event description:
It was reported the cadd legacy pump alarmed no disposable when new remodulin prefilled cassette attached and pump turned on. No patient injury was reported.